Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (3000 mcg/ml) via an implanted pump. When asked the dose information, the patient stated, "I wanna say it¿s 65 mcg/bolus, and I know the continuous is very low". The indication for pump use was non-malignant pain. On (B)(6) 2019 the patient reported that since implant ((B)(6) 2018), she was getting a lot of errors with her ptm (personal therapy manager) including 0617 (uplink error ¿ err_tlm_family_ID) and the ptm locking her out for her exact lockout duration, but within the last 30 days the frequency had been increasing. The occurrences had been with and without the antenna attached. The patient confirmed that she held the ptm/antenna in place until the bolus was delivered and she was not around any emi (electromagnetic interference). She stated that she was stuck in bed from the pain. When asked about the pain, the patient confirmed the pain was the reason for implant and it had been present for the past 2 years, but it was increasing. Weight gain was reviewed as a potential factor for interfering with successful boluses and the patient mentioned that she had been put on a medicine in (B)(6) 2019 which cause a 25 pound weight gain, but she had stopped that medicine 3 months ago and had not gained weight since. The patient expressed concern that the pump would stop, and she would end up in the hospital again stating that she had been to the hospital for pain 5 times since (B)(6) because her pain was so bad. The patient wanted a company representative to check her pump and ensure everything was working as intended. No further complications have been reported as a result of this event.